Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a osteosynthesis , evos small 2.5mm drill w/ao qc short broke in the patient's bone when starting the drilling. The broken piece was not completely removed from the patient. Surgery was performed, without any delay, with a back-up device instead. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
H3, h6: the associated devices were returned and evaluated. A visual inspection of the returned device reveals the tip of the device broke off. The broken piece was not returned. The device shows signs of excessive wear and use. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that during an osteosynthesis, the evos small 2.5mm drill w/ao qc short broke in the patient's bone when starting the drilling. The patient's bone quality was good. The broken piece was not completely removed from the patient. Surgery was successfully completed, without any delay, with a back-up device. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found, which would have contributed to the event. The patient's current condition is unknown but reported as unharmed. The patient impact could not be determined based on the limited information provided. Should any additional clinical information be provided, this complaint will be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A review of the instructions for use file is not applicable for this instrument. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The device was not returned for evaluation but the pictures were reviewed, and revealed that the device is broken. The clinical/medical investigation concluded that, during an osteosynthesis, the evos small 2.5mm drill w/ao qc short broke in the patient's bone when starting the drilling. The patient's bone quality was good. The broken piece was not completely removed from the patient. Surgery was successfully completed, without any delay, with a back-up device. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found, which would have contributed to the event. The patient's current condition is unknown but reported as unharmed. The patient impact could not be determined based on the limited information provided. Should any additional clinical information be provided, this complaint will be re-evaluated. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. The contribution of the device to the reported incident could be corroborated as the broken piece was not completely removed from the patient. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.